Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonic stent implantation procedure in the intestinal tract performed on (B)(6) 2013. According to the complainant, the stent was being placed to treat a 5-6cm stenosis in the sigmoid colon. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, the stent was attempted to be deployed; however, once the stent was partially deployed (25% deployed) the stent was no longer able to be released. Reportedly, the distal handle was ¿loosened¿ and the stent could not be released further. According to the complainant, the stent was removed from the patient fully constrained on the delivery system. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent was returned partially deployed.

Manufacturer narrative:
(B)(6). Reported event of stent partially deployed. A visual examination of the returned device found that the stent was partially deployed by 23mm and the outer sheath was detached from the distal handle. A break was noted in the outer sheath so that there was a section measuring 20mm that had detached from the proximal end of the outer sheath. The outer sheath was accordion and kinked at the proximal end of the main section of the outer sheath that was still attached. The clear outer sheath was accordion and kinked at the proximal end of the mounted stent. During analysis a restriction was met when an attempt was made to retract the outer sheath and deploy the stent. The shaft was dissected at the proximal end of the clear outer sheath. Some resistance was met in movement of the outer sheath along the shaft after the shaft had been dissected. This was due to the accordioning of the outer sheath. The stent and distal end of the inner lumen were withdrawn from the outer sheath and no issues were noted with their profiles. The proximal end of the outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from inside of the outer sheath. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. This root cause is assigned as damage noted to the returned device is consistent with excessive tensile force having been applied. Therefore, the most probable root cause classification for the reported failure is operational context a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.